Event description:
Customer reported uncommanded x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fluoro functions board and generator interface board. System operates as intended. This MDR is related to ge healthcare complaint number.